Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were experiencing frequent heart palpitations.  The patient indicated their implantable cardioverter defibrillator (ICD) did not do its job by providing treatment or stopping the palpitations.  The ICD remains in use.  No further patient complications have been reported as a result of this event.